Event description:
It was reported that the catheter's distal end on the aspiration needle was perforated. The event occurred during the puncture of a lymph node while performing a therapeutic endobronchial ultrasound (ebus) procedure. After a less than 30 minute delay, the procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Additionally, it was found that the needle tip was broken. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.